Event description:
Keypad button presses do not activate intended pump response. The pt reported that the ok keypad button is very difficult to press, and does not spring back. She denied physical damage to the keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.